Manufacturer narrative:
The instrument has been returned and evaluated by the failure analysis team. Failure analysis confirmed the reported issue and found the instrument to have a broken curved blade. The broken piece, measuring approximately 0.22¿ x 0.10¿ in size, was returned with the instrument. No material appeared to be missing as the broken assembly was pieced back together. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Intuitive surgical inc. (Isi) received a video clip of a da vinci-assisted surgical procedure. A review of the video clip was conducted by an isi clinical development engineer (cde). The following additional information was provided: cde observed intraoperative collisions during harmonic ace activation between the harmonic ace instrument and a cadiere forceps instrument. There were also multiple instances of the harmonic ace instrument being activated without tissue between the jaws. The video review also revealed a collision between the harmonic ace instrument and a fenestrated bipolar forceps instrument along with instances of intraoperative cleaning of the instruments with other surgical instruments within the surgical field. The blade ultimately broke when the harmonic ace instrument was activated without tissue in between the jaws and the blade fragment was retreived with a laparoscopic graper instrument.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, an unrelated issue involving a harmonic ace instrument (instrument 1) was experienced. The instrument was replaced to the backup harmonic ace instrument (instrument 2). Approximately 30 minutes during use of the harmonic ace instrument, the user noted that the instrument output was unstable. The ethicon generator displayed an unspecified error message. While attempting to clear the error message, the instrument blade broke and fell inside the patient's body. The broken fragment was retrieved during the same surgical procedure. The instrument was replaced to the backup to complete the surgical task. The user continued with the procedure with no further issue. No known impact or patient consequence was reported.